Event description:
It was initially reported that while on transport, the ventilator was not delivering volume and the inop light came on with an audible low pressure alarm. The pt was removed from ventilator and manually ventilated for the rest of the transport. No pt harm reported. Further info rec'd from the customer stated that they did not have an issue except for an oxygen leak where the hose connects to the ventilator. The connection was tightened up with no further issues. The inop light was on when they tested the ventilator after the call and no pt was connected.